Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Healthcare professional reported right-side capsular contraction baker grade iii/IV. Healthcare professional additionally reported "rupture was discovered during surgery". Device has been explanted.

Event description:
Healthcare professional reported, right-side capsular contraction, baker grade iii/IV. Healthcare professional additionally reported, "rupture. Was discovered, during surgery". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell, white particles material was found on the shell and flat creases. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, broken striated. Based on the device analysis, the final assessment is: a striated edge broken in the side radius assessed, as surgical damage. Missing shell assessed, as inconclusive.